Manufacturer narrative:
Date sent to FDA: 6/18/2020 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 6/12/2020. Additional information: a1, a2, b7, d1, d2, d3, d4, d7, g1, g2. H6 patient code: 1994, 3189 - surgical intervention, 3191 - serosal tear. Additional b5 narrative: it was reported that patient underwent removal and revision of mesh on (B)(6) 2018 and on (B)(6) 2019 respectively due to pain, recurrent hernia, obstruction, adhesion and serosal tear. Mwr-11062020-0000747924 represents the adverse event which occurred on (B)(6) 2018. Mwr-11062020-0000747943 represents the adverse event which occurred on (B)(6) 2019.